Event description:
Related manufacturer reference number: 1627487-2022-00502. It was reported that patient¿s one of the leads had high impedances. As such, patient experienced decrease in therapy strength on its own. Reprogramming was only able to provide intermittent relief. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively. Note: it is unknown which lead was explanted so both are being reported.

Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.